Manufacturer narrative:
H3: product analysis found the device, packaging carton, and an open pouch were returned in a large resealable bag. The pouch was open from 3 of 4 sides when returned. There was a white surgical tape wrapped around the tube near the clamp shell. There were traces of contamination observed on the trace pads and voids observed in all 4 trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 22.4 ohms (blue), 17.5 ohms (blue with white stripe), 13.6 ohms (red), and 24.9 ohms (red with white stripe) which all electrodes were in specification. The device was connected to a nim system, and the trace pads were submerged in a saline solution for electrode/functional testing. During functional testing, the device failed the electrode check (stim and ground electrodes resulted in red x) and had some but not excessive feedback during the noise test. All 4 silver traces were manipulated and bent to the 90° position and all 4 were producing higher noise during the manipulation. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy the impedances of channel 1  and channel 2 could not be cleared, because of electrode failure. The procedure was completed because there were no problems when the device was replaced with a new one. There was no patient impact.

Manufacturer narrative:
H6: previously submitted fdc code d15 is no longer applicable. Fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.